Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experience low blood glucose. The customer¿s blood glucose level was 48 mg/dl. Customer was treated with the food. Customer was advised to take carbs. Customer declined the troubleshooting for the low blood glucose. The device will not be returned for analysis.